Event description:
The patient reported that the up, down, and ok buttons have not been activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation revealed that all keypad buttons were intermittently activating desired pump functions when pressed. Adhesive was found under keypad button contacts. There was no physical damage found with the keypad rubber. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.